Event description:
Cultures for this pt: staphylococcus epidermidis. Culture positive: strep pneumoniae. Allergic to pcn. History of myocardial infarction. Arthritis; stroke, s/p bilateral leg amputations due to thrombosis.